Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08189 / 08190).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the component showed evidence of scratching, wear and subluxation of the joint.

Event description:
It was reported that patient underwent an initial hip procedure on (B)(6) 2007. Subsequently, patient was revised due to unspecified mechanical complication of internal joint prosthesis and adverse reaction to metal debris (armd). No further detail concerning the mechanical complication was provided.